Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. After the troubleshooting was done, customer was advised that even though the display returned it keeps cycling through power up process by counting up to 7 then screen flickers then start the count all over again and won't get out of the loop. The customer was advised to discontinue use of the device and revert to a backup plan. The customer advised that he is going to get his new pump.